Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. Since the removal of the broken off fragment by ureteroscopy was not successful, a follow-up procedure in three months was planned to retrieve the fragment. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, the reported failure is a known error phenomenon and is typically caused by thermal and/or mechanical fatigue caused by wear and tear, possibly in combination with excessive force. It could not be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the procedure. A DHR review could not be performed since basic data of article identification (lot number) is missing. Instead, a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. Since the removal of the broken off fragment by ureteroscopy was not successful, a follow-up procedure in three months was planned to retrieve the fragment. No further information was provided.